Event description:
It was reported that after undergoing right ventricular lead revision, loss of atrial capture was observed. Fluoroscopy revealed that the atrial lead was dislodged. The pocket was reopened and the atrial lead was explanted and replaced without complication.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.